Manufacturer narrative:
It was concluded that cv lead extraction in patients with an infected biventricular device is associated with an extremely high procedural success rate and a low incidence of major complications. Attempts to obtain additional information from the journal author was unsuccessful. Rickard j, tarakji k, cronin e, brunner mp, jackson g, baranowski b, borek pp, martin do, wazni o, wilkoff bl. Cardiac venous left ventricular lead removal and reimplantation following device infection: a large single-center experience. Journal of cardiovascular electrophysiology. 2012: epub before print. - attachment: [rickard.pdf]

Event description:
Boston scientific received information concerning a journal article involving a retrospective analysis of a clinic's patients from (B)(6) 2011. All of the patients enrolled in the study had been scheduled for removal of a biventricular device including a coronary vein (cv) lead from multiple manufacturers including boston scientific. The goal of the study was to determine the procedural success rate, associated complications, the necessity for use of a laser-powered sheath, and the rate of successful re-implantation of cv leads in a large cohort of patients. The primary reason for extraction of the system was due to infection-related indications. Complications were judged to be either major or minor according to established guidelines. A total of 173 patients were included and successful removal of the cv lead was achieved in 100% of patients. 133 (76.9%) of the leads were removed with simple traction, 34 (19.6%) required laser extraction outside and 4 (2.3%) required laser extraction within the coronary sinus (cs). The remaining 2 leads required laser extraction outside and manual extraction within the coronary sinus. Major complications (2) occurred in 1.2% of the patient (tamponade and respiratory failure) and minor complications (13) occurred in 7.5% of the patients (hematoma and blood loss requiring transfusion). The article mentions 7 deaths during hospitalization and 10 deaths prior to scheduled re-implantation. The name of the manufacturer associated with the reported patient deaths and major/minor complications were not identified by the journal author. Cv lead re-implantation was successful in 82.8% of patients following extraction and treatment with intravenous antibiotics. The reasons for unsuccessful re-implantation included but were not limited to patient death prior to scheduled re-implantation, access issues and placement difficulties.